Event description:
It was reported that three months post-spinal cord stimulation (scs) implant, the lead broke and it was replaced. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0424992v, implanted: (B)(6) 2004, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).